Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 3 months after two dental implants were installed in intraoral region #29. It was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).